Event description:
It was reported that on may 11, 2025 they noticed after removing the power screwdriver that part of the retention pin was left behind in the head of the screw when putting in the proximal screws of the rfna. There was 15 minutes surgery delayed due to the reported event. There was no patient status/ outcome / consequences. The broken part of the retention pin out.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that tip of the retent pin scrdriver qc hex 12/sht/xl25 (03.045.008) had broken. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. Photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that tip of the retent pin scrdriver qc hex 12/sht/xl25 (03.045.008) had broken. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.045.008. Lot number: 5916p11. Manufacturing site: haegendorf. Release to warehouse date: 12th july 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA-000388 was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to part of the retention pin being left behind in the head of the screw when putting in the proximal screws of the rfna, but to the usage of citric passivation being used instead of nitric passivation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the tip of theretent pin scrdriver qc hex 12/sht/xl25 was broken off. The fragment was not received and no other issues were idenfified. A dimensional inspection for the retent pin scrdriver qc hex 12/sht/xl25 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.045.008 lot number: 5916p11 manufacturing site: haegendorf release to warehouse date: 12th july 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA-000388 was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to part of the retention pin being left behind in the head of the screw when putting in the proximal screws of the rfna, but to the usage of citric passivation being used instead of nitric passivation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date), d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.